Manufacturer narrative:
(B)(4) - tube replacement; fluid administration. Per label instructions, the balloon inflation volume should be between 15ml and 20ml for a 20 french tube. The reporter was unable to provide the lot number so a batch history record review could not be conducted. The device reported, list number 56548, is an abbott product that is marketed internationally which is the same or similar to a device, list number 51364, that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required info from the source. If additional information/clarification is obtained, a follow-up medwatch will be submitted. Same pt as medwatch #1527460-2011-00046. The facility was able to provide a sample of another tube placed in the same pt. This tube placement was also associated with gastric leakage, but without medical intervention. The returned device was visually inspected and did not show any signs of damage or clogging as part of the investigation. The balloon was fully inflated with 15ml of water using a luer tip syringe. The balloon did not show any signs of leakage and no issues were observed. A batch history record review was conducted and no abnormalities were identified. Based upon the investigation, there is no evidence of a device malfunction. Based on the info provided by the reporter, a potential root cause may be associated with under-inflation of the gastrostomy tube balloon.

Event description:
On (B)(6) 2011, info was obtained that indicated the following: on (B)(6) 2011, the pt was transferred to the hospital from the residency for replacement of a 20 french gastrostomy tube due to previous problems with periostomy output. On (B)(6) 2011, the pt has gastric content output. The gastrostomy tube balloon was checked by the physician, and only 5cc of saline were obtained. The volume of saline used to re-inflate the balloon is unk. The physician decided to administer less food through the gastrostomy tube and also administer glucosaline fluids. The pt outcome was recovered.